Event description:
T was reported that the pump exhibited check clutch/plunger lever alert. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked. Check clutch/ plunger lever error found in pump event history log. During functional testing using the occlusion test, the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced position pot, also clutch half's left and right with leadscrew and spring as a preventive measure.